Manufacturer narrative:
(B)(4).

Event description:
It was reported that "at the end of a cholecystectomy, the memobag ruptured during removal while applying light traction." Additional information received on april 01, 2026, indicated that "there were no patient injuries or consequences. Prolongation of antibiotics was required. The patient's current condition is reported as "fine". The contents of the bag fell back into the patient's body; however, all contents were successfully retrieved using another memobag."